Event description:
A customer reported experiencing a cgm error 42, which required assistance to resolve. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for performing a pump reset and guided the customer through the process, which resolved the issue. The customer successfully started their sensor session after the pump reset, with no further errors displayed.